Manufacturer narrative:
Qn# (B)(4). The device history review for the product 24 ea isi da vinci s 8mm obturator lot #73g1700166 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that trocars and the camera was placed in the abdomen and a small fluorescent blue speck was seen by the left side port on the abdominal wall. A grasper was used to remove this speck. It apparently was from the blue robotic obturator. The remaining trocar that was removed and there was a very small speck that appeared to come from the disposable blue trocar.

Manufacturer narrative:
(B)(4). The customer returned one unit 420023 24 ea isi da vinci 8mm obturator for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the distal tip was damaged and there appeared to be a piece missing from the tip. The broken piece was not returned. It appears that the tip came into contact with a hard surface which caused a piece of the tip to break off from the rest of the device. However, it could not be determined exactly how or why the distal tip broke. The reported complaint of "blue speck from trocar" was confirmed based upon the sample received. The sample was received with a piece missing from the distal tip. The broken piece was not returned. It appears that the tip came into contact with a hard surface which caused a piece of the tip to break off from the rest of the device. However, it could not be determined exactly how or why the distal tip broke. Therefore, the root cause of this complaint issue is undetermined. We will continue to monitor and trend on this issue.

Event description:
It was reported that trocars and the camera was placed in the abdomen and a small fluorescent blue speck was seen by the left side port on the abdominal wall. A grasper was used to remove this speck. It apparently was from the blue robotic obturator. The remaining trocar that was removed and there was a very small speck that appeared to come from the disposable blue trocar.